Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient experienced a sudden loud noise with the device and then she had a decrease in hearing. As per report, no accident or trauma occurred. Re-implantation is considered.

Manufacturer narrative:
Device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report seem to match this finding. This is a final report.

Event description:
The recipient experienced a sudden loud noise with the device and then she had a decrease in hearing. As per report, no accident or trauma occurred. The recipient was re-implanted.